Event description:
It was reported that clearlink y-type blood set was observed to experience clotting of blood. The set was primed with saline. The blood was observed to clot when it reached the filter membrane. This malfunction occurred during a blood transfusion. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation; therefore, a device analysis could not be performed.